Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.

Event description:
The operator successfully closed an arteriotomy site using the starclose device, after a diagnostic procedure. Thirty mins post procedure, the pt experienced diminished pulses. An angiogram was performed and showed the access site was occluded. A vascular surgeon performed surgery and found a dissection. The pt status is unk.